Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) began protruding out from the patient. Consequently, this icm was explanted and replaced with a device from an unspecified competitor. No additional adverse patient effects were reported. This icm device has not been returned.